Manufacturer narrative:
Device received with blank display due to moisture damage at electronic assembly and motor. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the keypad was responsiveness. The blood glucose value was unknown. Customer stated that the insulin pump was exposed to fluid. Customer stated that the back of the battery compartment was cracked. The product will return for the analysis.